Event description:
Complainant alleged that the medics responded to a call for a pt, who bystanders had witnessed, "just drop". Bystander CPR was started immediately. Upon the medics arrival, approx four to five minutes after pt had been down, pt CPR care was transferred to the medics. The medics performed a "quick lock" of the pt's heart rhythm via the device and determined that the pt was presenting a course ventricular fibrillation heart rhythm. The medics attempted to defibrillate the pt, using paddles with the device, but the screen displayed a "poor pad contact" message and would not shock the pt. The medic then administered medication to the pt. Upon the pt's arrival at the hospital, the pt was defibrillated with the hospital's device and the pt's pulse was regained. The pt survived the event, there was no indication from the complianant of any adverse effect on the pt as a result of the reported malfunction.